Manufacturer narrative:
(B)(4). Date of initial report: 12/12/2016. Date of follow-up report: 01/27/2017. Evaluation of the incident forceps confirmed the reported condition. The investigation found the spacer was missing. The investigation could not determine the root cause of the reported event. Review of the device history records confirmed the device was released meeting all specifications.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure the cushion between the jaws was found missing. It could not be confirmed if the cushion went missing during procedure or prior to start the procedure. The missing cushion was not found. However, the patient's cavity was examined and the cushion was not found there.